Event description:
This procedure was part of the definitive le trial: before the atherectomy procedure, the run off was assessed. The left leg presented one vessel run-off: at and dorsalis pedis were patent. A 10 cm occlusive lesion was located on the sfa and was treated with the silverhawk catheter. After 4 passes, the angio result of the treated vessel was very good with a low percent of residual stenosis. When the vessel run-off was checked after the atherectomy, the at was not patent anymore. The physician decided to perform thrombolysis therapy (thrombolysis with urokinase). The patient was visited several hours later, after the thrombolysis therapy. The pulse at the ankle was detected. The patient required prolonged hospitalization to prevent permanent impairment or damage.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.